Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to perform a cross over stenting of the calcified and tortuous right external iliac artery with a puncture of the left common femoral artery. When the 7.0x80mm absolute pro self expanding stent system (ses) was removed from the packaging it was noted the stent was prematurely deployed [flowered]. A 7.0x60mm absolute pro ses was advanced to the target lesion over a 0.035 guide wire and deployment initiated however the stent only deployed approximately 2-3cm and then the thumbwheel became stuck. The introducer sheath was moved forward and the stent shaft was pulled on to remove the system. Slight resistance was felt as the shaft progressed through the long introducer and the ses with the partially deployed stent was removed. A 8.0x60mm absolute pro was advanced however the same issue occurred. The physician tried to break the handle in order to release the stent however was unsuccessful. An attempt was made to advance the introducer sheath to recapture the stent however the stent fractured. The system was removed and a portion of the stent remained in the anatomy. The common right femoral artery was punctured in order to place a stent graft to cover the separated stent. A delay in the procedure was noted due to the device issue. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the calcified and tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Interaction/manipulation of the compromised device resulted in the noted device damages (multiple jacket bends, partial outer member-stent sheath bond area separation, multiple stent sheath kinks, inner member kink) contributing to the reported/noted mechanical jam and the reported/noted activation/deployment failure. Interaction with the long introducer during removal of the compromised device resulted in the noted stent damages (bent/stretched/overlapped struts) thus resulting in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.